Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2019) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, d3, d4 (UDI no, catalog no, lot no, expiry date) g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 PMA/510(k). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿the hernia sac was dissected free and transected. The fascial edges were exposed and large ventralex st mesh (device 1) was placed intra-abdominally and fascia was reapproximated with sutures and tacks.¿ on (B)(6) 2021¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps mesh (device 2). Per operative notes, ¿the hernia was dissected free and omental adhesions were taken down. The old mesh (device 1) was noted to be good position and fascial defect just cephalad to the old mesh (device 1) was noted. A ventralight st using echo ps mesh (device 2) was placed intra-abdominally through the anterior abdominal wall. The fascia was closed and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.